Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the medical personnel was reviewing episodes of oversensing of noise from four months earlier and saw that there were a couple of events with oversensing noise that were approximately an hour apart. The oversensing led to pacing inhibition with greater than two seconds of asystole. The patient reported being asymptomatic at the time of the events. The clinician stated that the shock channel had some interesting activity during the time of the events also. It was noted that there wer no oversensing episodes prior to or after the stored event from four months earlier. The patient was seen in the office where isometrics were done but they did not evaluate impedances at that time. A couple weeks later the device was interrogated and no issues were found. Lead impedances were tested during pocket manipulation, while patient was lying down and during valsalva maneuvers. All impedances were within normal limits and the noise was not able to be reproduced in the office. At this time the clinic has opted to monitor the patient via the remote monitoring system. No adverse patient effects were reported and the cause of the noise remains unknown.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was explanted for issue noted in report 2124215-2016-15882. The device was returned for analysis.